Event description:
A pharmacist reported that the surgeon noted a knife to be dull prior to surgery with no pt involvement. An alternate knife was obtained in order to begin the procedure. Additional info has been requested. Additional info was received which confirmed that the dull blade was noted under the microscope without any contact with the pt.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).